Event description:
It was reported that during a galaxy-assisted bronchoscopy procedure, the physician was attempting to remove the scope after performing multiple biopsies when the staff noticed blood in the et tube. The patient then went into cardiac arrest and, despite interventions, eventually passed away. No malfunctions of the noah galaxy device were reported in this case.

Manufacturer narrative:
On (B)(6) 2024, during a noah galaxy-assisted bronchoscopy procedure, a patient experienced excessive bleeding, cardiac arrest, and ultimately, death. After biopsies were completed, the physician attempted to retract the scope to end the bronchoscopy procedure, and when the scope was almost taken out, the crna noticed a large amount of blood in the endotracheal tube. In response, the physician administered cold saline, epinephrine, and tranexamic acid to control the bleeding. Despite these interventions, the patient went into cardiac arrest and immediately staff performed chest compressions. Unfortunately, the patient did not survive. It is important to note that no malfunctions of the noah galaxy device were reported during the procedure. Additionally, the physician does not attribute the death to the use of the galaxy device. The physician suspects the patient's death was possibly due to taking prescribed blood thinners and blood vessel not being visible, leading to puncture by biopsy forceps. The scope has been returned to noah medical for evaluation and the scope performed as expected without any malfunctions. Investigation indicates that the galaxy system performed as expected, with no issues observed in the procedure recording. Bleeding was visible on camera and fluoroscopic visualization, and the system provided sufficient information for the user to make informed decisions about necessary actions.